Event description:
It was reported that the patient was not feeling well, was short of breath and having activity intolerance. It was discovered that there was no rate response or diagnostics from the device due to the implant detect being left on when the atrial lead was capped. The implant detect was turned off and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.